Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer choose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection were within cardioquip specifications for water quality, and the device was returned to full functionality.

Event description:
A cardioquip (cq) technician notified cq service that the water path of this device was suspected of being contaminated during an on-site inspection. The technician took pictures of the device's water path, and sent them to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing due to discoloration within the water pathway. No patient involvement was reported. Hpc test results outside of cq specifications were received on 2/25/2023, indicating device contamination.